Event description:
The user facility reported that an employee was removing a loading cart from the 48" century sterilizer when the cart became stuck. The employee attempted to lift the loading cart and pull at the same time resulting in the loading cart coming out abruptly and leaning to the right. The employee went to catch the loading cart to keep the instruments from falling off and subsequently injured himself. There were no reported procedural delays or cancellations. The employee treated with over the counter pain reliever the day of the reported event and subsequently followed up with his personal physician where he was diagnosed with a light arm sprain. The employee is reportedly healing, has missed no time from work and has been performing his regular work duties.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the front anchor bolt for the cart track was broken and allowed the front of the track assembly to drop; no issues were found with the loading cart. The technician repaired the cart track and returned the unit to service. The sterilizer is under steris service contract and last received pm servicing on (B)(4) 2012 when it was found to be operating to specification. The sterilizer was installed in 2007. The operator manual states on pp (3.1 -3.2): "get help if loading cart becomes stuck or difficult to move." "Do not attempt to move a loading cart without assistance." Steris will conduct in-service training on (B)(4) 2012 regarding proper use of the equipment.